Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported when the first new device was attached to the leads during attempted implant, it was reading that the svc coil had "none" as an impedance. The svc coil was detached and reattached multiple times with the same result. The device was removed and a second new device was used. The same reading of "none" was received on the second new device. The coils on the right ventricular (rv) lead were tested and the svc impedance via the analyzer was high. The svc portion of the rv lead was capped. The new device and rv lead remain in use. No patient complications have been reported as a result of this event.